Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of below 20 mg/dl at the time of the incident. The customer was at 96 mg/dl, ate some food and did not bolus, but continued to go low. The customer was at 187 mg/dl at the time of the call. The customer was given glucose to treat. The customer experienced symptoms such as falling and loss of consciousness. The customer was wearing the insulin pump during the incident and believes it was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.